Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead was retained by the customer and is not expected for return at this time. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.